Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: cracked/peeling insulation at tip of shaft. Confirmed failure: cracked/peeling insulation at tip of shaft. Poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Use error. Shear pin failure in handle. (Proximal end of device). (B)(4).

Event description:
It was reported that the insulation had been compromised.